Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient presented to the emergency department due to an alarm. Interrogation of the device determined the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic), and an rv lead impedance variation. Review of the episode logs indicated high rate non-sustained ventricular tachycardia (vt) episodes. In addition, the recorded electogram indicated evidence of oversensing of spurious signals. Provocation maneuvers were attempted to reproduce these signals, but were unsuccessful. The occasional noise signal was noted while the patient was at rest during interrogation. A chest x-ray was performed in which no obvious signs of lead integrity issues were found. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.